Event description:
Device 1 of 2. Ref MFR report #: 1627487-2012-05600. The pt has two leads (from different lots). It was reported the pt was in a automobile accident. Afterwards, the pt received inadequate coverage. An impedance check was performed and no anomalies were found. Reprogramming was attempted but was unsuccessful. The pt underwent a fluoroscopy and one of the leads was found to have migrated. The pt may undergo surgical intervention on a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.